Event description:
The event is reported as: the complaint alleges that the balloon deflated while still in pt. The catheter balloon was pretested prior to use. No pt injury reported.

Manufacturer narrative:
No sample will be returned to MFR. A f/u report will be sent when investigation is completed.